Manufacturer narrative:
The cartridge was discarded and not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on 05 may 2023 from the skilled nursing facility (snf) nurse of a 66 year old female patient with a medical history including end stage renal disease, who stated blood was observed leaking from the cartridge during a hemodialysis treatment on (B)(6)2023. Additional information was received on 09 may 2023 from the nurse who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.